Manufacturer narrative:
Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the inner sheath had a sealing ring of the electrocision sheath tube damaged and the part at the distal end of the sheath tube came off. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided, it was confirmed that the part (insulation ceramic beak) at the distal end of the sheath came off. It is likely due to some kind of physical stress such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.